Event description:
Explanted stent due to possible manganese allergic reaction

Manufacturer narrative:
As reported by our affiliate, this patient showed allergy to manganese. The physician decided that it was related to the palmaz stent implanted at lt. Iliac artery. The stent was along with the vessel. Re-vascularization with graft was conducted. They are gathering the detailed patient information. This product is available for testing and evaluation. However, the product has not been returned as of this date. Additional information received will be submitted within thirty days upon receipt.